Event description:
It was reported that the tandem-provided charging cable was damaged and could no longer be used to charge the pump. There was no reported impact to the customer's blood glucose level.